Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation.  Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: stemmed tibial component precoat size 6 catalog # 00598004702 lot # 63628832. Femoral component option size f left compatible with lps-flex prolong catalog # 00596401651 lot # 63627957. All poly patella size 32 mm dia. Standard 8.5 mm thickness catalog # 00597206532 lot # 63534850. Refobacin bone cement r 1x40g catalog # 3003940001 lot # 540cai0108. Refobacin bone cement r 1x40g catalog # 3003940001 lot # 540cai0108. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patent¿s wound oozed blood and there were signs of joint cavity effusion approximately one month post-implantation, debridement and suture was performed under the nerve block anesthesia. During the operation, a large amount of effusion in the joint cavity was seen. No abnormal secretions were observed. After some inflammatory tissues were cut, the bacteria were cultured. The wound was completely debrided and the wound was sutured, and vancomycin hydrochloride was locally injected. The articular surface was revised. Attempts to obtain additional information have been made; however, no more is available